Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory indicated the right ventricular lead integrity alert triggered. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant medical products: 407645, lead, implanted: (B)(6) 2008.

Event description:
It was reported a patient alert occurred due to an unknown right ventricular (rv) lead issue when the patient was in a different country and the alert was turned off. When the patient presented to the clinic the rv pace impedance was within normal limits however during isometrics the impedance dropped. The patient further complained of chest pressure. Noise was observed as well. A lead replacement was attempted but not successful due to the patient's anatomy and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation and inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer with no information.